Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged low blood glucose while asleep, received low alerts on a dexcom g7, awakened and treated with oral carbohydrates (bottle of soda), and then rebounded high due to overtreatment; the medical device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia with nausea. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings, and both the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.